Event description:
Customer reported that due to the lack of delivery of a replacement meter, he was unable to test. As a result, he experienced high blood glucose, shortness of breath and lost consciousness. He reported being seen at a local hospital, diagnosed with hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This report is related to a delivery issue. No product is expected back for investigation. This is a final report.